Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt had fallen down a flight of stairs, and the stimulation was no longer on his right side. X-rays were taken which revealed the lead had moved to the left. Most of the pt's pain pattern is located on his right side. Reprogramming was unable to resolve the issue. The pt was scheduled for another appointment with his physician regarding the issue.